Event description:
As reported through article "transcutaneous oxygen saturation accuracy in critically ill children", inaccurate spo2 measurements in the infant and pediatric population were observed using masimo sensors. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: article: '"brooks, joshua cushing, et al. "Transcutaneous oxygen saturation accuracy in critically ill children." (2020)." The article does not provide dates of events or a date range for the study conducted. Therefore, the date the article was posted (1/27/2020) was used as the date of the event. The article did not specify the masimo sensors used; therefore, the brand name of unknown masimo sensor was used. The device(s) have not been returned to the investigation facility to allow for an analysis to be performed. If new information is obtained, a follow up report will be submitted.